Manufacturer narrative:
E1 initial reporter address: (B)(6). With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the returned product consisted of the agent dcb. A visual and microscopic inspection revealed no damages or defects. A leakage test was performed, and the balloon was able to be fully inflated and maintained pressure with no leaks noted. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Investigation conclusion: the balloon inflated fully and maintained pressure, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. In addition, no kinks were noted. Therefore, the allegation could not be confirmed. This product investigation is assigned the most probable cause classification of no problem detected.

Event description:
It was reported that there was a balloon leak. An agent dcb mr 2.50 x 20mm was selected for treatment of the target lesion, which was mildly calcified, moderately tortuous, and 60% stenosed. During the procedure, when the balloon was inflated to 8atm, the balloon began leaking. The device was removed from the patient, and another similar device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that there was a balloon leak. An agent dcb mr 2.50 x 20mm was selected for treatment of the target lesion, which was mildly calcified, moderately tortuous, and 60% stenosed. During the procedure, when the balloon was inflated to 8atm, the balloon began leaking. The device was removed from the patient, and another similar device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address: (B)(6).